Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (mr) and coanda effect for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted on the anterior-2/posterior-2 (a2/p2) leaflets. A second mitraclip was then attempted to be placed, during position a chordae was reported ruptured. The clip was then successfully placed and implanted at a2/p2 leaflets. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult removal from anatomy. A review of the complaint history identified no similar complaints from the lot. Based on available information, the reported difficult removal from anatomy resulting in unspecified tissue injury appears to be related to a combination of challenging patient anatomy and procedural conditions. Additionally, tissue injury, as listed in the eifu, is a known possible complication associated with mitraclip g4 procedures. The reported serious injury/illness/impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.